Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited oversensing of far p wave. No programming changes were made. No patient consequences reported.